Event description:
It was reported, surgeon was trying to reduce a fracture with the lobster claw and in the process about half of the claw snapped off.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.